Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
There is no string- tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon had no string. No injury reported.